Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient programmer was not working. It was also reported that patient had a tickling sensation at the left side of the ins with stimulation is off and when sitting down especially when driving. It was also reported that patient had a fall. No further complications were noted or anticipated.